Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed a bubble on the central control monitor. The user burst the bubble. As a result, the user stated the central control monitor is inoperable due to the cursor remaining in the area of the screen where the bubble burst. The user reported there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.